Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia peritoneal dialysis (pd) cassette was leaking from an unspecified location. This occurred during patient infusion of peritoneal dialysis therapy. There was no patient injury associated with this event, however, the patient was prescribed prophylactic antibiotics. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed with naked eye and no issues were noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.